Event description:
It was reported that during pulmonary vein isolation procedure to treat atrial fibrillation in the left atrium, nrg transseptal needle was selected for use. It has been mentioned that the physician has experienced puncture difficulty while using nrg rf needle. Tenting appeared adequate on the echo, the energization sound was heard, but transseptal could not be achieved. Therefore, the device was replaced. The procedure was successfully completed without any issue. No patient complications have been reported. The device is not expected to be returned for analysis (disposed). No other issues were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.